Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer connected the pump to a power source for the first time. The pump was charging for approximately 2 hours and did not turn on. The contact stated that the pump subsequently, turned on for a brief period of time before turning off again and becoming unresponsive. Contact also stated button seems to be slanted on one side. There was no patient involvement, as the pump was not being used on a customer at the time of the reported event. The customer will use manual injections as insulin therapy until the replacement pump was received.